Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was explanted and replaced due to lead fracture, high impedance, and failure to capture. No adverse patient side effects were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the ligature marks were detected approx. 15 cm distal to the is-1 connector pin. Furthermore multiple abrasion marks were noted, in particular between 12.5 cm and 14.5 cm distal to the is-1 connector pin. The suture sleeve demonstrated inner unilateral abrasion marks as well. At 14.5 cm distal to the is-1 connector pin the inner coil was found fractured. This damage can be considered as the root cause of the increased impedance. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Constant friction against another implantable device such as a nearby lead or the generator housing should be taken into account. Diagnostic images clarifying this assumption were not available. The electrical analysis confirmed a broken contact in the conductor to the lead tip. The mechanical analysis was not feasible to the conductor fracture. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.